Event description:
It was reported to boston scientific corporation on december 11, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) guided drainage of pancreatic pseudocyst procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the hot axios electrocautery did not work. The procedure was not completed because the same device was unavailable. Reportedly, the patient was referred to intervention radiologists for further evaluation and treatment. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6). Block h6: medical device problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The delivery system was received in original position with the retainer clip. The tip of the device did not show evidence of electrocautery. An electrical inspection was performed to verify the resistance and the hot axios stent was connected to the rf connector and distal rf electrode with a multimeter; there was no signal. X-ray analysis, a destructive test, and a microscopic inspection were performed and it was noted that the cable signal broke near the monopolar plug. No other issues with the stent and delivery system were noted. The reported event of cautery failure to deliver energy was confirmed as there was no evidence of cautery at the tip and no signal during the electrical inspection. Taking all available information into consideration, the investigation concluded that the broken cable could not have been caused during the procedure by the physician or during the manufacturing process as this section cannot be manipulated as it is coated by the inner member and stainless steel. It is possible that there was weakness in the component contributing to the observed failure of the broken cable and reported failure of no cautery. Therefore, a review and analysis of all available information indicated the most probable cause is cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) guided drainage of pancreatic pseudocyst procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the hot axios electrocautery did not work. The procedure was not completed because the same device was unavailable. Reportedly, the patient was referred to intervention radiologists for further evaluation and treatment. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.